Event description:
It was reported that the patient was having difficulty finding a new managing physician after being dismissed from their old physician. The patient¿s legs and feet were going numb which the patient believes is because of nerve damage in their back from where/how the catheter tip was placed. It was noted that the patient first noticed these symptoms six months ago when they were traveling and sat for an extended period of time. The patient¿s catheter was hurting and they felt like the catheter was moving. The patient wants the system removed. It was also reported that the pump was supposed to alarm on the day prior to the report, but no alarm had been heard. It was later reported that there was no difficulty positioning the catheter at implant ten years ago. The patient was being treated for lower extremity pain related to complications of rickets. However, the ¿current physician may need to check for catheter granuloma.¿ the pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).